Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were involved in an infection. Redness and small amounts of purulent discharge were observed at both the device pocket and superior sternal incision. The patient was treated with antibiotics. No additional adverse patient effects were reported. This system remains in service.